Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-45 implantable pacing lead 2002 (B)(6). (B)(4).

Event description:
It was reported that a week after implant of a new device, the chronic right ventricular (rv) lead began measuring high impedance on the rv defib and superior vena cava (svc). The impedance also fluctuated. The patient was brought in for another procedure to evaluate the connection. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.